Event description:
Patient was receiving dialysis at bedside. Dialysis rn noticed bleeding from the blue port. When seen the plastic part near the blue port was open - defective device. Perm cath was then removed per dr orders. The tip of the catheter was sent for culture. Dressing applied to right chest-no further bleeding. Nonemergent dialysis-vas cath scheduled for am and patient will receive dialysis in am. FDA safety report ID# (B)(4).